Event description:
It was reported that the ilet presented alert 38 indicating a consecutive stalled motor, associated with a mechanical problem, after a recent supply change using a steel cannula infusion set, specific connector, and a prefilled fiasp cartridge, leading to sustained hyperglycemia; the user disconnected supplies, performed a dry run beyond 120 units without issues, then completed a guided full supply change, after which insulin delivery resumed, and a manual subcutaneous insulin injection was administered with instructions to remain off the ilet for a period before reconnecting. Symptoms included hyperglycemia and nausea. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.